Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the event occurred due to mistakes in the setting of the monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center via the phone, the reporter stated there was no image on the monitor. The reporter was asked to verify the connections were not loose on the back of the cv-190 video processor and the monitor. The reporter was also asked to verify where the serial digital interface (sdi) connector was plugged into. The reported stated the sdi was connected to the sdi 2 on the monitor. The reporter was asked to verify the setting on the monitor. The reporter stated the setting on the monitor was set up to sdi 1. The reporter was asked to change the setting to sdi 2. After the monitor setting was changed, the signal on the monitor was received. The setting on the monitor was set up incorrectly. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition liquid crystal display (lcd) monitor presented no image when connected to the video processor. No patient harm reported.